Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient stopped using his ins about 3 months ago and did not keep the battery charged. The battery went into a state of overdischarge. There was a power on reset (por). The rep jump started the battery and instructed the patient to fully charge the battery. The issue was resolved at the time of the report. It was noted the patient's medical history includes a history of smoking. Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient stopped using the stimulator because he could not get adequate coverage for his left leg. The ins became overdischarge from the patient not using the stimulator for several months. The rep performed a trickle charge and a por and was able to recover the battery. After charging, the rep programmed the device but was unable to get coverage in the left leg. The patient only had a single 8 contact lead and wanted to explore getting a paddle or second lead implanted. Surgery was planned, but it was not yet scheduled. No further complications were reported.